Event description:
It was reported that the pt's neurostimulator had problems with impedances. The pt's husband was informed that the leads were bad. Add'l info received reported that it was unk if the event was related to any of the implanted devices. The pt experienced a lack of therapeutic effect. The pt was planning to see a new doctor. No pt treatment or outcome was reported.

Manufacturer narrative:
(B) (4).